Manufacturer narrative:
(B)(4). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use over time. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the trigger on the small battery drive device seized. It was further determined that the lower trigger was stuck and the device failed pretest for check the triggers and ecu (electrical control unit) function. It was noted in the service order that the device did not power up/work; even when other battery devices were tried. This event did not occur during surgery. There was no patient involvement. There were no injuries, medical intervention or prolonged hospitalization. The date of event was unknown but was noted to have occurred on 2019. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.